Manufacturer narrative:
Sorin group (B)(4) manufactures the scp panel centrifuge jms. This device is not distributed in the united states but is similar to the 60-02-15 stockert centrifugal pump system with tubing clamp which is distributed in the united states. The 510k number for the stockert centrifugal pump system is k032213. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that all of leads on the scp panel centrifuge came on and the pump stopped during a procedure. The clinician powered the system off then on and functionality was restored. The procedure was completed without further incident. There was no report of pt injury.